Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during the procedure, two screws "snapped in half" while being inserted through a plate. The procedure was completed and fixation was achieved with the remaining plate holes. Half of each screw remains in the patient, and the other halves were discarded by the facillity. There were no adverse consequences to the patient. This report is related to report number 3025141-2022-00343 for the other screw involved in this event.